Event description:
Gambro was notified of an event involving a prismaflex that "started alarming, red light on top went on, and 'screen froze." Treatment was ended and the blood from the extracorporeal circuit was not returned; resulting in reported 240 ml blood loss. Reportedly this event resulted in "pt harm" and "medical intervention." No additional info is available at this time. The investigation is ongoing.

Manufacturer narrative:
This is a preliminary report. The medical/clinical investigation is ongoing.